Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's light emitting diode (led) indicator failed. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15may2019, date of report : 30may2019. The customer elected to have the unit repaired by a third party. The customer did not provide any additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.